Event description:
Customer reports that the device spoke the value 986mg/dl and when she went into the device memory to hear the result, it read aloud hi. Customer reports taking 20 units of novalog due to the high results. No adverse event reported due to taking action on result. No quality controls were used. Requested return of suspect device and replacement was sent.